Event description:
It was reported that a large volume folfusor experienced an under infusion of fluorouracil in sodium chloride. The customer stated that the device did not empty correctly, and that there was "more than 20%" left in the device after 48 hours. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This batch was manufactured from july 29, 2013 - july 31, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.